Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display and history pointers failed. The history pointers are corrupted. Customer¿s blood glucose level was 103 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer state that the contacts on the battery cap are neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments/partial display or unexpected the source of an external interrupt could not be determined. History pointers failed noted. The pump passed the displacement test, active current measurement, sleep current measurement and self test. No frozen display, unresponsive buttons, missing segments/partial display noted.